Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2316700; model: sc-2316-70; serial: (B)(4); batch: 20248261.

Event description:
It was reported that the patient underwent a revision procedure to replace the leads that had migrated wherein causing the patient to experience a loss of stimulation. Following the procedure, the patient was noted to be receiving great pain coverage and was stable.